Event description:
A reliant balloon was used in a patient as an accessory product. The patient has a long history of illness and was admitted with a gastric fistula, severe bleeding, and other major health issues. It was reported that the reliant balloon ruptured; however, the details of the balloon's use, such as the inflation pressure applied and the number of inflations, has not been provided. It was also reported that the patient expired, although according to the physician, the patient's death is not related to the reliant product. Attempts have been made to obtain additional information on the cause of death, procedure and intervention, and the balloon lot number; however, that information has not been provided.

Manufacturer narrative:
Evaluation results: balloon rupture, death, information on the cause of death, procedure and intervention, and lot number not provided. Eval conclusion: information on the cause of death, procedure and intervention, and lot number not provided.